Manufacturer narrative:
Email address for contact office is (B)(4). The investigation determined that higher than expected ipth results were obtained from non-vitros (biorad) quality control fluids when tested using vitros ipth lot 1201 reagent on a vitros 5600 integrated system. The most likely cause of the event was a suboptimal calibration. The responses from a recalibration of vitros ipth lot 1201 on 02 (B)(6) 2020 (cal ID (B)(6)) were lower compared to fitted, lower compared to the calibration responses from the previous calibration (cal ID (B)(6), (B)(6) 2020) and lower compared to the responses from a recalibration following the event (cal ID - (B)(6), (B)(6) 2020). The customer indicated that the recalibration of vitros ipth lot 1201 on (B)(6) 2020 (cal ID (B)(6)) using a fresh calibrator fluid resolved the issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros ipth results when testing non-vitros (biorad) quality control fluids on a vitros 5600 integrated system. Biorad lot 60292 results of 264.44 and 289.71 pg/ml versus the expected results (baseline mean) of 176 pg/ml. Biorad lot 60293 results of 922.23 and 970.64 pg/ml versus the expected results (baseline mean) of 575 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained when the customer was processing a non-patient fluid. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).